Event description:
Customer reports "pca adapter had cracked appearance just under the white fiber. Nurse went through three adapters to find one that functioned properly. IV fluids are leaking out and blood backed up at IV site. Device usage problem: device failed (e.g. Broke, couldn't work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." No reported pt injury or medical intervention. No additional info available.